Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
During first level investigation unit investigation with a retention lancet, the needle was not retracted and extended beyond the end of the correctly positioned protective end-cap.